Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap cholecystectomy the device would not release after the clip was deployed. It was stuck on tissue and they forced the handle open or used a grasper to dislodge the tissue. There was no damage to tissue. They used another device to complete the procedure. There was no pt consequence.